Event description:
Dexcom technical support was contacted on (B)(6) 2013 by international distributor to report that a patient reported that upon removal of sensor on (B)(6) 2013, the sensor wire was missing from sensor pod. Patient reported that no portion of the wire was visible at insertion site. Dexcom attempted to acquire additional information related to the event, to no avail. Additional information will be provided should a more complete version of the complaint become available to dexcom.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.